Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the housing of the compact air drive device was damaged. It was further determined that the device failed pretest for check starting behavior, check the power with test bench: min. 110 to 160 w, check for excessive noise, check for untrue running, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check for air leak, check air hose coupling, check reverse locking mechanism and check attachment coupling with attachments. It was noted in the service order that the device did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: upon further review of this complaint, it was determined that the date of this report was inadvertently documented as (B)(6) 2017 in the initial report. The date has been updated to (B)(6) 2018. This information has been updated accordingly. It was inadvertently documented in the initial report that the device failed pretest for check air hose coupling. Upon investigation review, it was determined that this was incorrect. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.